Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the doctor intubates the patient according to normal procedure of the department, using no lubricating or stylets. When the tube is in place he takes the pilot to inflate the cuff but the pilot falls off, so the cuff is not possible to inflate."